Event description:
Event desc: perforation of the bowel just past the pylorus was noted 3-4 days after tube insertion. The reporting nurse's description of the placement indicated there were no issues during placement. "During the actual placement, it was smooth, no resistance was met." Then a second tube (ng) was inserted into the stomach for suction. At this time, the nasojejunal tube was accidentally removed and a second nj tube was successfully placed later. The operating room report indicated that in addition to the perforation being just past the pylorus in the duodenum, a secondary tear in the inferior duodenum was found. The surgeon stated that "it is likely the tear was not from the nj tube." It was later revealed that the pt had superior mesenteric artery syndrome (sma) which can cause ischemia of the intestines and may lead to ulcerations. During the hosp's investigation of the perforation it was found to be above where the nasogastric tube tip was and it was determined that it was unlikely that the nasogastric tube caused the perforations.

Manufacturer narrative:
No sample was available. It is unclear how or if the nasojejunal feeding tube (nj) caused the perforation. It was also determined by the hosp that the perforations were most likely due to the pt's pre-existing condition not the nasogastric tube.